Event description:
Medtronic received information via a journal article in the journal of cardiac surgery; doi: 10.1111/j.1540-8191.2011.01313.x, referencing previous research regarding the contegra jugular vein conduit. The article indicates that this conduit has been shown to fail by insufficiency. The article reports that the conduit has been shown to have freedom from reoperation near 90% at nine years in "older children" (age not specified) who received larger conduits (size not specified). No further details were reported.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. The device history record could not be reviewed as no serial numbers were provided. Conclusion: the article reports that the conduit has been shown to have freedom from reoperation near 90% at nine years in "older children" (age not specified) who received larger conduits (size not specified). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.